Event description:
Pt lift fell on it's side during transfer of pt from a bed by a lay user. Pt suffered broken leg. Four days later, rn, experienced in use of lifts, examined lift and found no problems.